Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. Analysis showed that the wire insertion difficulty allegation was confirmed. A stylet insertion test failed due to the lumen being clogged with dried blood/body fluid. Laboratory analysis confirmed reported allegation.

Event description:
It was reported that this left ventricular (lv) lead was not implanted successfully due to unknown product performance anomaly. Additional information indicated that the lead was attempted implant due to difficulty passing wire beyond the spiral section of the lead and out of the distal end. This lead was never in service. No adverse patient effects were reported.